Event description:
The hospital's report states: "procedure terminated. Diathermy removed from theatre with all leads and connections. Diathermy inappropriate electric conductance current causing jerk of surgeons knife." Procedure: unk.